Event description:
It was reported that during preventive maintenance, the compressor was making a loud noise. There was no patient involvement. (B)(4).

Manufacturer narrative:
08/30/2017 (B)(4): the investigation of the complaint has been completed. The compressor motor was replaced on-site by our field service engineer and the main unit was returned for clinical use after successful functional testing. The returned compressor motor was stand-alone tested in a test-bench, the noise was confirmed. Visual inspection revealed that the piston seal was worn out on the exhaust side, which caused the noise. The screw that secures the piston seal was stripped and it was therefore not possible to replace the seal. A worn out piston seal may lead to noise and low pressure, this will be detected by generated alarms.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).